Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump indicated multiple data log corruptions. The customer's blood glucose level was 83 mg/dl. Troubleshooting conducted by tandem technical support determined the pump had reset. Reportedly, the pump would continue to be used for insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.